Event description:
The customer called to report that he was in the hospital for chemotherapy, and experienced low blood glucose levels. The customer stated that his glucometer was the reason, as it was reading 20 points higher than what his blood glucose actually was. The customer stated that he was unable to talk, and the staff thought he was having a stroke. The customer declined to troubleshoot for low blood glucose levels as he felt the glucometer was the cause. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.